Manufacturer narrative:
The ge representative contacted the facility by telephone and recommended the following action. Review data on CT scanner for possible gaps between slices or other unusual issues. Then delete data set in igs and then resend a new from source data provider. The facility will report back the results of this action. No further information at this time.

Event description:
It was reported that there was some delay in creating models for one date set in the data base on the igs. There was no report of pt injury.